Event description:
(B)(6) customer, who is a child, received a blood glucose reading on the contour link that was 150-200mg/dl lower than the reading on a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the error grid, making the difference clinically significant. No adverse event was alleged. Only the meter information was provided. The test strips will be returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws

Manufacturer narrative:
The strips were returned and evaluated by qa. It was noted there was a used test strip in the bottle. It may have been possible for other strips in the bottle to have been compromised by exposure to moisture or liquid, leading to low or erratic results.